Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is conservatively filed to report that 4 days post procedure the patient died. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips (60511u108, 60511u227) were implanted, reducing the mr to 2. The patient was stable post-procedure. On (B)(6) 2016, one day after retracting the central venous catheter, the patient experienced a stroke. Magnetic resonance imaging (MRI) and computerized tomography (CT) scans were performed which identified an air embolism in brain, caused by extraction of the central venus catheter. On (B)(6) 2016, echocardiogram was performed which confirmed that both clips were secure on the leaflets. On (B)(6) 2016, the patient died; however, the cause of death could not be confirmed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director. The reviewer noted that the death is neither device nor procedure-related as stroke was most likely related to air entry during catheter removal and death was most probably a consequence of stroke. Based on the information reviewed, a definitive cause for the reported patient effect of death could not be determined. Although a conclusive cause for the reported death and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.